Event description:
In 2007, pt had nosebleed. While treating this, the physician had difficulties with the mwce sticking at the distal end of the maxillary artery.

Manufacturer narrative:
Evaluation: this event is still under investigation.